Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to an external force applied to the distal end. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The suction cylinder was worn affecting valve function. The nozzle was misaligned. The bending section cover glue was cracked and leaking. The forceps cover glue was peeling. There were dents on the c-body and minor scratches on the pink rubber on the probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the suction cylinders did not fit as there was damage on the bottom/tip of the evis exera ii ultrasound gastrovideoscope. The issue was found at reprocessing. No patient involvement reported. During the evaluation of the device, it was noted the forceps cover glue was peeling. This report is to capture the reportable malfunction of the peeling forceps cover glue noted at estimation.